Manufacturer narrative:
D2a: common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b: procode: additional product codes: gbo, lje. E1: customer (person): phone: (B)(6). H3: device evaluated by mfg? Device evaluation is anticipated but has not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter was difficult to advance and separated. During a percutaneous transhepatic biliary drainage (ptcd) procedure, after routine flushing of the product, it was found that the tip of the drainage catheter was rough and difficult to enter the patient. During the process of advancing the catheter, metal supports without matching packaging were used together for advancement. After multiple attempts, the middle position of the catheter broke, and the suture fell off, making it unusable. Therefore, a new drainage catheter was obtained to continue the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.